Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump rejecting new battery. Customer blood glucose level was unknown. Customer also stated that insulin pump not warning when insulin pump was on low battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked battery tube threads, cracked reservoir tube window and cracked case at the reservoir tube window corner. Device passed the displacement test, idle current test, run current test, self test and off no power test. Device received with normal operating currents. No unexpected battery power loss and failed battery alarm noted.